Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issues by changing the infusion set and cartridge and then resuming insulin use.